Manufacturer narrative:
Corrected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. There was no patient involvement.

Event description:
The customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient.